Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device check, the atrial lead exhibited high capture threshold and decreased sensing. A fluoroscopy revealed the lead was dislodged. During an attempt to reposition the lead, it exhibited no sensing. The physician decided to explant and replace the lead. The patient was in stable condition.